Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately four years and three months following the implant of this transcatheter bioprosthetic valve, an echocardiogram revealed moderate central regurgitation and moderate paravalvular leak (pvl). Subsequently, a non-medtronic valve was implanted valve-in-valve. No additional adverse patient effects were reported.